Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a low blood glucose of 48 mg/dl due to delivering too much insulin during bolus which they treated by eating an apple. Customer reported that the auto mode feature was in use at the time of the low blood glucose event. Customer also reported high blood glucose. Customer treated high blood glucose with insulin pump. Insulin pump will not be returned for analysis.